Event description:
It was reported that there was a pocket fill during a refill. It was not known when this had occurred, but did occur while under the care of another physician. The physician was not aware of the pocket fill at the time of the pocket fill. It was not known what medications the device system delivered at the time of the event. However, a healthcare provider believed there were six different drugs in the pump at the time. It was unclear if the patient had overdose symptoms; however, the patient did have withdrawal symptoms since the pump reservoir was empty due to the pocketfill. Due to the pump reservoir being updated to a normal refill amount, the low/empty reservoir alarms never activated at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10961r19, implanted: 2001 (B)(6); product type catheter. (B)(4).